Event description:
The customer reported intermittent problems with the up-down column function. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and the 24v lift column power supply. System operates as intended.